Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of ischemia and stroke are known potential adverse events as listed in the electronic instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after the xact stenting procedure in the left internal carotid artery, the patient experienced acute ischemia and a stroke and was treated with thrombolytic therapy. Nihss post procedure was 23. The patient's condition was reported as resolved and the patient was discharged seven days after the procedure. There was no additional information was provided.